Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was above 400 mg/dl and was treated with manual injection. Customer stated that the infusion set leaked. Customer stated that during priming it was alerting insulin flow block. Customer declined to troubleshooting for high blood glucose. Customer's current blood glucose was 364 mg/dl. The insulin pump will not be returned for analysis.